Manufacturer narrative:
The pump was visually inspected and it has kink resistant tubing with worn to filament. The pump was not tested. Both cylinders were visually inspected. Both cylinders have leak at cylinder body with sharp instrument damage consistent with explant damage and wear at the corner of a fold. Both cylinders are contaminated so testing cannot be performed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records according to tcf 898034 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. No ship history, labeling review, or risk review performed per cis product investigation wi, (B)(4). Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient inflatable penile prosthesis (ipp) would stay deflated after few pumps due to a leak in the system. There was a pinhole peak in the cylinder at the proximal rigidity junction and possible internal separation of the parylene. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event.

Event description:
It was reported that the patient inflatable penile prosthesis (ipp) would stay deflated after few pumps due to a leak in the system. There was a pinhole peak in the cylinder at the proximal rigidity junction and possible internal separation of the parylene. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.

Event description:
It was reported that the patient inflatable penile prosthesis (ipp) would stay deflated after few pumps due to a leak in the system. There was a pinhole peak in the cylinder at the proximal rigidity junction and possible internal separation of the parylene. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.